Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion" customer statement: "the drug ended 1 hour early."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.